Manufacturer narrative:
Concomitant product(s): references the main component of the device, other applicable components are: product ID: 977d260, serial# (B)(4), product type: screening device. Product ID: 355531, lot# n731664, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient who was implanted with a trialing system. It was reported that there were high impedances on the lead and multi lead trialing issue (mltc). When impedances were checked all values were over 10,000 and the representative was unable to get stimulation with the lead or mltc. The two components were replaced and the issue was resolved. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: please note conclusion code (B)(4) and result code (B)(4) no longer apply to this report. Analysis of the returned lead (serial # (B)(4)) found no anomalies. Visual inspections were all ok, continuity was acceptable, there were no shorts between circuits, and normal impedance was observed. Analysis of the returned mltc (lot # n731664) found no anomalies. Visual inspection was ok, continuity was acceptable, there were no shorts between circuits, and normal impedance was observed. The returned lead was attached to the returned mltc. The distal end of the lead was placed into a 0.9% saline solution. Using a physician programmer to communicate to an external neurostimulator that was connected to the returned mltc, impedances were measured. Normal impedances were measured on all circuits and electrode pair combinations. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: upon further review, patient code (B)(4) and device code (B)(4) apply to this report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: upon further review, patient code (B)(4) does not apply to this report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.